Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is reusing insulin. Tandem technical support informed customer that reusing insulin, is off label per the user guide. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.